Event description:
The dealer alleged that the unit runs for a little bit then alarms with yellow light and then shuts down, rental unit, no injury, dealer could not provide any further information...(B)(4).